Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 318 mg/dl. The customer stated that she had trouble delivering insulin and that the no delivery alarm came up 3 times. She changed the infusion set thereafter, and she received the no delivery alarm again. She stated that the first time, she had a knot, so she changed the insertion site. She added that she had also lost weight. She reported that the alarm was resolved by a complete infusion set change. She declined return of the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.